Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient¿s right ventricular lead¿s capture threshold had risen to an unacceptable level and, further, the right ventricular lead¿s r-wave amplitudes had lowered. No perforation was observed and no change in lead position could be visualized. The lead was explanted and replaced. The physician then observed a kink in the explanted lead and, further, that a stylet could not be passed through the connector pin. The patient was asymptomatic before, during and after the event.